Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Surgeon indicated that they did not want to be contacted. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that he explanted 5 lens over a three week period. He had advised that he had also completed a larger than expected number of post implant laser correction for patients reporting poor distance vas. This was for iols implanted for approximately 12 months and after a large amount of patient counselling and attempts to adapt. Additional information has been requested. There are five medical reports associated with this event. This file is 4 of 5.